Event description:
Customer reported that the insulin pump alarmed motor error. The drive support cap is not damaged. Device was not dropped, bumped or exposed to a strong magnetic field. Customer did not use the sensor feature and was able to complete rewind sequence. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. No motor error alarm during testing. Motor passed motor test. Device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.